Event description:
During shift check, the customer reported the fully charged autopulse li-ion batteries (sn (B)(4), sn (B)(4), sn (B)(4), sn (B)(4) are unable to power on the autopulse platform. The status leds on the batteries show 4 green lights. No patient involvement. Please see the following related MFR reports: MFR # (B)(4) for the autopulse li-ion battery (sn (B)(4). MFR # (B)(4) for the autopulse li-ion battery (sn (B)(4). MFR # (B)(4) for the autopulse li-ion battery (sn (B)(4).

Manufacturer narrative:
The customer reported a complaint that " the fully charged autopulse li-ion battery (sn (B)(4) is unable to power on the autopulse platform" was confirmed during functional testing but not during the archive review. The possible root cause for the reported complaint could not be determined. Upon visual inspection, no physical damage was observed. The status leds of the battery illuminated four steady green lights. The autopulse li-ion battery successfully charges in a known good autopulse multi-chemistry battery charger. The status leds on the battery showed four steady green lights. However, when the fully charged battery is inserted into a known good autopulse platform, the platform is unable to power on the platform, thus confirming the reported complaint. The archive review shows there were no errors recorded in the whole archive. The battery was last charged successfully on (B)(6) 2022 and was last used/inserted in the autopulse on (B)(6) 2022.